Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain¿ and ¿going to do a biopsy of neck lymph nodes because it felt like there may be an enlargement."

Event description:
Patient reported a right side "pain¿ and ¿going to do a biopsy of neck lymph nodes because it felt like there may be an enlargement." The device has been explanted.